Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the permanent cautery hook with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer found a crack on the distal tip of the permanent cautery hook instrument. A fragment fell inside the patient. It was unknown if the fragment was retrieved, and an x-ray was performed. The procedure was completed with no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Medwatch mw5159610 was received with the following information provided: "surgeon informed surgical staff that robotic hook instrument malfunctioned during use at approx. 0900. Instrument was examined under video because he was docked on the robot and in the patient's abdomen. Plastic around the instrument lip was cracked. Instrument was stuck in port and surgeon had to remove the broken pieces in order to remove the instrument. All pieces were visible were removed from abdominal cavity. Surgeon inspected the cavity thoroughly and found no additional pieces. Instrument was inspected by surgical tech, nurse and surgeon and realized that there were a few plastic pieces missing. Charge nurse, and educator was informed at 0910. X-rays were ordered at end of case and no pieces seen." The patient was a hispanic male, and 73 years old.